Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the cardioplegia line disconnected. The product was not changed out, and surgery was completed successfully. There was blood loss of 500 ccs; however, there was no harm to the pt.

Manufacturer narrative:
Terumo did not receive the actual device; however, there have been previous complaints involving this connection. Terumo has recommended a 3/16 connection. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending and follow up. (B)(4).